Event description:
The rptr stated that the surgeon was inserting a single piece silicone lens model aa4204vf and the lens tore. The lens was removed without enlarging incision, no pt injury occurred.

Manufacturer narrative:
Results: a visual inspection of the returned prod shows the lens is torn in half. There is clear and reddish surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned prod, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector was not returned for eval.